Manufacturer narrative:
Investigation summary: field technician stated issue of label - damaged was confirmed. On 12-aug-2024, syr was received unboxed and with paperwork. Syr when attached to lab pcu passes asm functional testing. Visual inspection revealed that the label was damaged. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the label. Failure investigation report attached to qn in sap. Root cause: unable to determine where the damage originated. This report lists imdrf annex a21, g04080, b22, c20 and d16 codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had damaged label. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had damaged label. There was no patient involvement.

Event description:
It was reported that the device had damaged label. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22 annex c: c20 annex d: d16 additional information: annex b: b01 annex c: c070606 annex d: d02.